Event description:
The svc report shows while performing scheduled preventative maintenance on this ventilator, the ventilator's audible alarm was found to be intermittent. The nellcor puritan bennett customer support engineer verified the intermittent audible alarm. The nellcor puritan bennett customer support engineer inspected the device and replaced the utility panel, conversion and interface "pcbs", as well as the alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.